Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source and the following cite was reviewed: bresnick sd. "Correlation between capsular contracture rates and access incision location in vertical augmentation mastopexy". Plast reconstr surg. (B)(6) 2022 . Doi: 10.1097/prs.(B)(4). Epub ahead of print. Pmid: (B)(4). Objective/methods/study data: this retrospective study includes a total of 322 patients who underwent vertical augmentation mastopexy between 2013 and 2017. All patients underwent a standardized, dual-plane breast augmentation with smooth surface silicone gel implants. Patients underwent a dual-plane silicone breast augmentation through either periareolar, vertical, or inframammary incisions. Lot, model and catalog number are not available, but the suspected mentor device is possibly associated with reported adverse events: mentor memory gel silicone implants other mentor devices that were also used in this study: n/a non-mentor devices that were also used in this study: n/a adverse event(s) and provided interventions: the number of capsular contractures in the periareolar group was 9 (B)(4) while the vertical access group was 4 (B)(4) and the inframammary access group was 5 (B)(4).